Event description:
The user facility reported that there was an issue with deploying the 6fr angio-seal device. The foot plate never locked in place after following all steps. The patients was fine. The staff needed to hold manual pressure after the issue with the angio-seal device. The procedure was a successful cardiac catheterization followed by manual pressure hold at the femoral site. Additional information was received on 13 mar 2023: a 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: clinical services buyer. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).